Manufacturer narrative:
The user-reported complaint was confirmed. The pump was found to fail the 8 psi occlusion test. It was also found to several other issues that were irrelevant to the user-reported complaint. As the user denied the repair for this pump, the pump was not repaired. It was deemed not to be used on human and returned to the user. Upon receiving this complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 02/22/2017.

Event description:
The user reported an occlusion issue of the pump. The pump was due for service when the event was reported.

Manufacturer narrative:
MDR 3006575795-2017-00055_(B)(4) provides additional information for 3006575795-2017-00032_(B)(4). These two MDR forms address the same (B)(4). MDR 3006575795-2017-00055_(B)(4) was filed by mistake; it should have been filed as a follow up for 3006575795-2017-00032_(B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00055).